Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as a use error by the patient's caregiver. The patient was hospitalized for the event and was treated with vancomycin and ceftazidime (dose, frequency and route not reported). The patient had recovered from the event. Action taken with pd therapy in relation to this event was not reported. Additional information is not available.